Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that nineteen years ago, the right ventricular (rv) lead triggered an alert for high pacing impedance. Now the lead triggered an alert for high rv defibrillation coil impedance and three days later triggered an alert for undefined high rv defibrillation coil values. The lead alert parameters were adjusted, and the lead remains in use. No patient complications have been reported as a result of this event.